Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va lockscr ø2.7 head 2.4 self-tap l28 ta was broken at the neck and also the threads of the screw were stripped. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of va lockscr ø2.7 head 2.4 self-tap l28 ta in the device was consistent. The alleged improper implant selection cannot be confirmed since enough data is not available regarding the implant selection. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the va lockscr ø2.7 head 2.4 self-tap l28 ta. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: sterile-part part: 04.211.028s, lot: 7l54677, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 30. Nov. 2020, expiry date: 01. Nov. 2030. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non-sterile-part part: 04.211.028, lot: 63p6636, manufacturing location: monument, manufacturing date: 21-jul-2020. Part number: 04.211.028, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 28mm lot number: 63p6636 (non-sterile) lot quantity: (B)(4). One piece was scrapped in cell, mill shaft threads, as a set-up piece. One hundred one pieces were scrapped in cell, turn/thread head, flute, for a thread major diameter failure. Production order traveler met all inspection acceptance criteria apart from the one hundred two pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, met all inspection acceptance criteria. Inspection sheet indicates that the length that was inspected was 28mm. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.028.999, 2.8mm ti screw blank 28mm 02.7 variable angle w/sd8 lot number: 55p2870 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional, met all inspection acceptance criteria. Part number: 04.210.160.999, 2.8mm ti screw blank 41.5mm no turn/no point w/sd8 lot number: 24p5104 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 23032, tialnbci2.78 lot number: h731279 lot quantity: (B)(4). Certified test report was reviewed and determined to be conforming. Lot summary report dated 06-sep-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for the proximal humerus. During the medial plate fixation, after the surgeon inserted the screw, it was found that the inserted screw was too long. When he tried to remove the screw, the screw broke easily at its neck. The screw was long, so surgeon was able to remove it from the front. X-ray taken confirmed that no pieces left in the patient. Surgeon stated that he did not put any unusual stress on the screw while removal. The surgery was completed successfully within thirty (30) minutes delay. No further information is available. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 28mm. This is report 1 of 1 for complaint (B)(4).